Event description:
Customer complaint: (recalled product); "burned me!...when I woke up, I had these nasty bumps on the side of my body, like some major heat rash. It was red all over and bumpy. I remembered smelling burning. Then I saw those black marks and realized it all."